Event description:
It was reported that the patient's therapy had been working great for her and was life changing until about a month ago when the patient started to have leaking and going to the bathroom problems. It was noted that the patient had fallen off a ladder in her home a couple months ago. It was also reported that the patient was at a store and had an urge to urinate and after urinating she went to her car and had an urge where she pooped her pants, which had never happened to her before. The patient's hcp had a manufacturer representative call her, who helped her change her settings last week and that seemed to help. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v596737, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's therapy worked really good the first year they had it, but from that point on it was a back and forth with the doctor. They had programs changed, got set up with manufacturer representatives trying to get the therapy to work for the patient. Patient stated that with their previous implant, it wasn't working, so they put in their current implant. Patient stated the battery in the previous implant had been depleting, but wasn't completely dead since they had tried all 4 programs on it without success. The healthcare provider wasn't sure why the therapy wasn't working for the patient, patient said maybe the leads weren't good and it could have been a million different things, so they just decided to replace the implant battery because it was getting near time anyways. Patient was asked about when their previous implant started not working and dying and the patient didn't know. They stated that it had been going on a long time, maybe 2 years. Patient stated their manufacturer representative (rep) told them that it was possible that their bladder had gotten worse and that there are 2 kinds of bladder issues, the patient happened to have both issues and those were the issues the device was intended to work for, it was working for. But for the other issue, the stress incontinence, patient was told by rep that they believed it was stress incontinence, but this had not been confirmed by their healthcare provider. Patient stated maybe the therapy hadn't been working for them because of the additional bladder issues they had. Caller was redirected to follow-up with their healthcare provider to discuss if the therapy could work for both bladder issues. No further complications were reported or anticipated [omitted information from pe (B)(4): lack of effect, only one program]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that the cause of the device not working/loss of therapy was determined, but did not clarify what the cause was. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause was unknown and the device was discarded. There were no symptoms or further complications reported or anticipated.